Event description:
It was reported that a remote monitoring transmission was received for the number of shocks that was delivered for an episode of ventricular fibrillation. The review of the transmission indicated oversensing. The right ventricular lead remains in use. No further patient complications have been reported as a result of this event.